Event description:
It was reported that during implant, the lead's helix would not fully extend after multiple turns. The lead was exercised external to the patient without issue. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).